Event description:
It was reported that a device was used during an unknown procedure. It was reported that the device fired staples which the b shape of some of the staples was not perfect enough. Hand suture was performed to reinforce the staple line. There were no other documented consequences to the patient.